Event description:
It was reported that during a knee procedure on (B)(6) 2014, the surgeon implanted a small femoral component with an incorrect size medium bearing. No revision procedure has been performed.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Product is still implanted and was not returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown; manufacture date - unknown.